Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent mislocation/movement. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was moisture in the inflation lumen. The stent implant was stationary on the distal end of the stent with the distal end of the stent implant located 3 mm distal to the distal end of the sds tip. The proximal end of the stent implant was located 14 mm distal to the distal edge of the proximal balloon marker. There were crimp marks on the balloon where the stent implant had been located between the markers. There was a slightly bent strut on the second row of distal struts. There was no other damage noted to the stent implant. There was a bend in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the sds. The tip seal length met mfg criteria. A laser micrometer was used to measure the stent implant outer diameters. The proximal measurement met mfg criteria. The middle and distal measurements were oversized and did not meet mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the stent implant was not mounted correctly on the balloon; it was not between the markers. This anomaly was reported to be noted during prep and that the device was not used on the pt. Visual analysis revealed absence of blood and presence of moisture in the inflation lumen. These are consistent with the fact that the sds was prepped and not used in the pt as reported. Additionally, visual analysis indicated that the stent implant was stationary on the distal end of the sds with the distal end of the stent implant located 3mm distal to the distal end of the sds tip. The proximal end of the stent was located distal to the proximal balloon marker. These observations are consistent with movement of the stent implant distally. Presence of crimp marks on the balloon between the markers suggests that the stent was originally positioned correctly at the time of MFR. It was also noted that there was one slightly bent strut on the distal portion of the stent. There was no report of any damage to the stent struts, but the damage may have resulted from inspection, preparation or handling of the device at the account. Dimensional analysis indicated that the middle and distal stent outer diameter did not meet mfg criteria (oversized). Since the crimped stent was reported mislocated and analysis revealed stent movement distal to the proximal balloon marker, it is expected that the stent would expand during travel over the sds. Stent movement can be affected by numerous factors including, but not limited to, inadequate crimping during mfg, positive pressure during prep, or forced sheath removal, but in this instance, it is unk what caused the stent movement. In addition, analysis of the returned device indicated a bend in the hypotube at the distal end of the strain relief tubing. However, since there was no mention of this damage during inspection prior to use, it is most likely from handling of the device during the packaging for shipment back to abbott for eval. This damage does not appear to be related to the reported mislocation of the stent implant. A conclusive root cause for the stent mislocation/movement could not be determined; however, this incident does not appear to be related to a quality problem. A review of the lot history record did not indicate any non-conformities. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/loose has caused or contributed to pt injury previously. Device issue: stent partial dislodgement/loose. It was reported that the stent was not mounted correctly on the balloon, and was not between the markers. This was noted during preparation and the device was not used on the pt. This event is being reported based on the returned good analysis that revealed the stent was halfway off the balloon, indicating the stent may have partially dislodged/became loose during unpacking. No add'l event or pt info is available.